Event description:
It was reported that a customer experienced repeated screw/abutment loosening on a dental implant. The x-rays provided in this case led to the conclusion that the implant index had been damaged during implant placement. As a consequence, the implant would not be successfully restorable in the long term. The implant had been placed by a different dentist approximately three years earlier.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our experience in the investigation of similar complaints. The product is still in the patient´s mouth and not available for investigation. Trend is tracked and monitored.